Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the black tip of the impactor has fractured. The device also exhibits wear that is consistent with a possible field age of 7 years. The part number of the returned product match the one reported in the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was impacting the implant with the instrument, the tip of the instrument fractured. There was no report of foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.